Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon deflation difficulties occurred. The target lesion was an area of in-stent restenosis of a non-bsc device in the proximal right coronary artery (rca). The physician deployed a 4.0x16mm taxus express2 drug eluting stent (des) at 12 atmospheres (atms) for 13 seconds (secs). The balloon deflation was "very long" but took less than 60 secs. The balloon was removed from the "catheter". The stent delivery system was readvanced to the target lesion where the balloon was inflated again for 12 atms for 20 secs. The deflation was "longer" than the 1st time taking longer than 60 secs to deflate. The balloon was then unable to be removed from the guide catheter. The physician was able to remove the guidewire, balloon and catheter as one unit. The stent remained well apposed with complete resolution of the restenosis. There were no pt complications reported with the pt's current condition listed as "doing well".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.